Event description:
The user facility reported a 76-year-old male patient of unknown ethnicity in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during patient support an echocardiogram revealed a large thrombus in the left ventricle. The decision was made to remove the pump and replace with an intra-aortic balloon pump for continued support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined. The instructions for use states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿